Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "automatic correction bolus" via the pump software was delivered, which resulted in the customer's blood glucose (bg) decreasing to 44 mg/dl. Customer consumed glucose tablets to address bg. It was determined that the pump was delivering and terminating insulin deliveries as intended. Reportedly, customer continued to use pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.